Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure 35 years old, female no further information can be provided for below questions: what tissue layer was the vicryl plus suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? What was the appearance of the suture during the second procedure? Can you explain the ¿incision was split¿ and how much in cms? Other relevant patient history/concomitant medications/ prior surgery if applicable, will samples of same lot be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm2918, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what tissue layer was the vicryl plus suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? What was the appearance of the suture during the second procedure? Can you explain the ¿incision was split¿ and how much in cms? Other relevant patient history/concomitant medications/ prior surgery. If applicable, will samples of same lot be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent abdominal myomectomy plus pelvic adhesiolysis on (B)(6) 2019 and suture was used. The incision was sutured layer by layer. On the morning of (B)(6) 2019, the incision was split and the suture was broken. The patient¿s wound was sutured again and fixed with dressings. The patient condition changed better.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure. What tissue layer was the vicryl plus suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? What was the appearance of the suture during the second procedure? Can you explain the ¿incision was split¿ and how much in cms? Other relevant patient history/concomitant medications/ prior surgery if applicable, will samples of same lot be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?: unk.